Manufacturer narrative:
(B)(4). Initial reporter: fax number (B)(6). Lot 13k037 was manufactured between october 7, 2013 and october 8, 2013. A batch review has been conducted which revealed product met the acceptance criteria for release. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was observed with no flow. According to the report, the reporter stated that there was "no infusion delivered during 46 h". This occurrence was observed during infusion. There was patient involvement and it was reported there was no patient injury or medical intervention associated with this occurrence. No additional information is available.